Manufacturer narrative:
Additional narrative: patient information is unknown. (B)(4). Device was not implanted/explanted. (B)(6). Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 21july2014. Expiry date: 01july2024. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during the lumbar decompression and fusion internal fixation it was reported that the product was broken after the surgeon opened the package. It was not used on patient. A new one was used to complete the procedure; the surgery time was not extended. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: parts received in the original sterile packaging already open. The peek cage of the received pieces is visually cracked on one side. The device history record documents were reviewed and no anomaly was found. The parts are visually cracked on one side. The crack involves the area where the marker in titanium is inserted. The parts were disassembled; the peek cages were inspected as per the relevant drawing. The two peek cages were found conforming to specifications: the holes for the markers are in specifications. The markers were inspected. No indication about tolerances were reported on the drawing. The marker was found mechanically deformed on one side. The marker diameter was measured on both sides but it is no possible to define if the marker is in specification due to the lack of information on the drawing. The sterile package is not damaged, so transport issues are excluded. The lot¿s documentation did not indicate any feature to be out of specification or any deviation in process. Based on this documental analysis he excludes any manufacturing issues. The certificates of material were reviewed and no anomalies were found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.